Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the root cause of the reported device alarm indicating an occlusion ¿ despite no actual occlusion could be attributed to the upper pressure sensor out of specification. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. The upper door hinge was found to be damaged, which could potentially compromise the proper operation of the pump. All inspected parts were manufactured by bd. A review of the pump module event log, prior to the reported event date, identified an infusion programming on march 20, 2025. At 1:24 pm the unit was selected, and an infusion was programmed with the following parameters: rate 39 ml/hr and a volume to be infused (vtbi) of 120 ml. Between 2:19 pm and 2:21 pm the pump alarmed four (4) times fluid side occlusion. At 2:21 pm the infusion was paused. Alaris system maintenance was used to perform patient side occlusion and fluid side occlusion tasks on the returned pump module. The device passed the patient side occlusion and fluid side occlusion tasks performed. The patient side occlusion test passed at 12.1 psi. However, it was found that the upper pressure sensor was out of specification; it was replaced, and the pump functioned correctly. Laboratory testing performed on the suspect device found the pump module to be operating within specification, alarming for occlusion as expected. The bd alaris technical service manual for pump module states in technical troubleshooting guide section the following for the downstream occlusion: 1. Clear the occlusion on the fluid side of the instrument. If necessary, refill the drip chamber. 2. Using the bd alaristm system maintenance software: a. Perform the fluid side occlusion test. B. Perform the calibration and/or replace the pressure sensor. 3. Return the module to the factory. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). The device was reported to have no patient involvement. Note to repair center: please re-torque all screws, replace the door assembly and the upper pressure sensor. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported device alarm indicating an occlusion ¿ despite no actual occlusion ¿ was not replicated. However, this is a known issue may be attributed to the upper pressure sensor being our of specification. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex a0206, c07, d02, g04090 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that pump was alarming occlusion even though there was no occlusion during an infusion of noradrenaline. Clinician attempted to restart the infusion, however encountered the same error. Clinician changed the channel to restart the infusion. Customer further reports there was a noted cracked door hinge upon device inspection. There was patient involvement however no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump was alarming occlusion even though there was no occlusion during an infusion of noradrenaline. Clinician attempted to restart the infusion, however encountered the same error. Clinician changed the channel to restart the infusion. Customer further reports there was a noted cracked door hinge upon device inspection. There was patient involvement however no harm